Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor aspiration with the vitrectomy probe" (aspiration issue). The surgeon reported poor aspiration with the vitrectomy probe. The probe was switched out and the case was completed as planned. Additional information received stated the company sales representative has been on site and reviewed the settings on the system. No problems were found. No patient injury was reported.

Manufacturer narrative:
The sample will return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).